Manufacturer narrative:
Block b3: approximated to (B)(6) 2024 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for during an eda and ligature procedure to treat esophageal varices performed on an unknown date. During the procedure, the alloys did not fire, causing difficulty in the case and bleeding in the patient. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.